Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age, weight, ethnicity and race was not provided for reporting. (B)(4). Expiration: na. Lot number: (10)0588c. Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on february 27, 2018. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A female consumer reported that after using the hydro seal bandage for a cut on her knee she got a bad infection. She used one (1) bandage one time only. Consumer reports using the bandage on (B)(6) 2018 and then started getting the infection on (B)(6) 2018. She went to urgent care and saw a doctor, who prescribed 2 rounds of antibiotics and a topical cream, mupirocin 2% topical cream, for treatment. Consumer has not recovered at this time.